Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the helix housing and in neck region. Analysis was unable to confirm reported allegation. The lead passed electrical testing. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this right ventricular lead dislodged from the heart tissue. Surgical intervention was needed to resolve the issue and this lead was explanted and replaced. There were no additional adverse patient effects reported.